Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency medical services and hospitalized due to low blood glucose on (B)(6) 2021. Customer¿s blood glucose was 31 mg/dl. Customer¿s current blood glucose was 368 mg/dl. Customer¿s blood glucose was treated with glucose tablet. Customer did not experienced symptoms for low blood glucose event. Troubleshooting was done for low blood glucose. Customer had been suing insulin pump within 48 hours of low blood glucose. Auto mode feature was not used at the time of event. Customer stated they changed the reservoir and infusion set night before and di not checked blood glucose. The pump will not be returned for analysis.